Event description:
It was reported that the patient line connection of a homechoice apd cassette leaked during an unknown cycle of peritoneal dialysis therapy. The patient was connected at the time of the event. The patient ended therapy after noticing the leak. There was no patient injury or medical intervention associated with this event. No additional information was available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual and microscopic inspection revealed damaged patient line tubing at the connection of the tubing to the connector. Clamp function testing, clear passage testing, and simulated use testing were performed with no issues noted. Leak testing was performed and revealed a leak from the damaged tubing. The cause of the condition was determined to be due to a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.